Event description:
It was reported that the patient presented to the emergency room with respiratory isuses. Elevated threshold was found and a chest x-ray revealed microdislodgement of the rv (right ventricular) lead. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: (B)(6) 2015. (B)(4)